Manufacturer narrative:
This right ventricular (rv) lead was returned to boston scientific¿s post market quality assurance laboratory with the helix mechanism in an extended position and blood/body fluid noted in the helix housing and in neck region. The insulation exhibited cuts that were attributed to the device manipulation on the field. Subsequent electrical and mechanical testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations of loss of capture, dislodgement or perforation. Laboratory analysis was unable to conclusively determine the root cause of the reported issue as the lead tip and helix were intact and appeared undamaged.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture and was found dislodged. A surgical revision was performed wherein an echocardiogram evidenced the lead had perforated the heart wall. The rv lead was explanted and replaced with an alternate. After the procedure, the patient experienced discomfort and became hypotensive. A physician attempted to perform a pericardiocentesis, but failed due to the low volume of blood on the pericardial sac. The patient remained under observation and no other intervention was performed. No additional adverse patient effects were reported.